Event description:
Additional information received indicated that the patient's pacemaker was explanted and replaced. The patient had no adverse consequences due to the event.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection noted that header was broken off and was not returned, this is consistent with procedure damage. Session record was reviewed, there was evidence from the device image that autocapture feature was enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and affects the estimated longevity of the device. Analysis did not find any anomaly, voltage has reached eri level. Longevity assessment was performed, and device has exceeded the 75% projected longevity and is considered normal battery depletion.

Event description:
Additional information received indicated the pacemaker was explanted on an unknown date. The patient's condition was unknown.

Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's pacemaker exhibited premature battery depletion. No intervention was performed. The patient had no consequences.